Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead integrity alert (lia) triggered for high rate non-sustained tachycardia (nst) episodes and impedance variation. The high rate nst episodes indicate noise on the right ventricular (rv) bipolar sensing vector and high impedance spike on the rv tip to rv coil vector. There was also unstable thresholds, high impedance and intermittent noise on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.